Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus and programmer were not working together. It was noted that lack of response from the stylus prevented calibration. Another stylus was not immediately available for additional troubleshooting. It was recommended to try the programmer with a different stylus and send the programmer in for repair if it still did not work. It was further reported another stylus was received and the issue was resolved. The programmer remains in use. There was no patient involvement.